Manufacturer narrative:
(B)(4). The customer reported issue was confirmed. The cause was determined to be failure in the assembly machine. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported 1 unit of equipo admon sol peel pouch that the roller clamp does not close. The sample is available. Patient injury and medical intervention were not reported for this event. Patient not involved.